Event description:
Trauma team attempted to take a portable diagnostic ultrasound system out of standby mode to ready for a trauma patient exam. When front touch screen was pressed, the screen went solid blue and presented an error code. The user had to perform a complete power down and re-boot to get system back on line resulting in large delay. No patient harm occurred in this event but clinician were concerned that this error could have delayed access to this critical device when needed. The configured standby mode was programmed to allow the system to remain in communication, application, and transducer warm up mode. System removed form service and manufacturer contacted for warranty service. Manufacturer response for diagnostic portable ultrasound system, sonosite sii edge (per site reporter): mfg was unable to correct issue in field. Mfg requested affected equipment to be sent to them for evaluation and corrective action.